Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for low bi-ventricular pacing percentage. It was noted that the patient had been seen in the office the day prior where the mode switch rate was reprogrammed. Technical services (ts) review was requested. Upon review, ts discussed that the biventricular pace percent decreased from 100 to 80 percent in one year. Ts reviewed and noted that the left ventricular (lv) pace protection programming was contributing as after lv sensing, there was lv pacing inhibition as designed to prevent the device pacing into the lv during the lv vulnerable period which could induce a ventricular arrhythmia. Further review found that during the atrial tachy response (atr) mode switch the left ventricular (lv) sense conducted to the right ventricle and was sensed. This resulted in a biventricular trigger pace which prevented the rv pacing percent to increase, which reduced the overall biv pacing. Ts suggested programming optimization and medical intervention to control the patient's atrial tachycardia.